Event description:
It was reported from the surgeon of the hospital that the blockers loosened. Patient came in with pain and the surgeon detected that the blockers loosened. This leaded to the 1st revision; the surgeon replaced the screws and during a second follow up the surgeon detected the same issue again. A 2nd revision was needed. The patient came in with pain again and again the blockers were loosened. The patient can't undergo another surgery currently, because the patient¿s health status which is not good and makes an intervention impossible.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review could not be performed as no lot information was provided. Conclusion: the cause of the reported issue cannot be determined because no additional information about the event was provided.

Event description:
It was reported from the surgeon of the hospital that the blockers loosened. Patient came in with pain and the surgeon detected that the blockers loosened. This leaded to the 1st revision; the surgeon replaced the screws and during a second follow up the surgeon detected the same issue again. A 2nd revision was needed. The patient came in with pain again and again the blockers were loosened. The patient can't undergo another surgery currently, because the patient&#38112;health status which is not good and makes an intervention impossible.